Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after impella cp was placed hematoma noted and pressure applied in the cath lab before transferring to intensive care unit (ICU). The groin site dressing was intact, and pedal pulses were present. In ICU, bleeding was noted from distal area of blue hub on repositioning sheath. One-unit packed red blood cells was infused. Small trickle from blue hub minimized by angle matching. Staff were made aware of this being a result of blue hub being advanced too far in insertion site. An echocardiogram was ordered; position was visualized. Impella was repositioned and pulled back two centimeters. Patient was weaned successfully and explanted as planned. The patient survived.

Manufacturer narrative:
H6 added b13 code as it was omitted from the initial report that was submitted. Investigation summary: the investigation was completed. No product was returned. Major bleed: the cause of the bleed was most likely use issue related since bleeding occurred as a result of blue hub being advanced too far in insertion site and small trickle from blue hub minimized by angle matching. Device in wrong position (positioning issue): the cause of positioning issue cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.